Event description:
The customer contacted physio-control to report that their device turned off by itself. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control further reviewed the device and event data and determined that wear on the battery pins was the root case of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer device and verified the reported issue. It was reported that the device was left the way it was on the call, and when physio checked batteries, battery 2 was loose and when evaluator touched it, the unit powered down. Physio reseated the batteries and tested for correct fit. After performing precautionary replacement of battery pins, the device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue was likely that the user did not properly place the battery into the device.

Event description:
The customer contacted physio-control to report that their device turned off by itself. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.